Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle pulled off of the suture. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: a fragment of suture and a loose needle were returned for evaluation. According to the visual analysis, clamp marks on the needle body were found, which may be from a surgical instrument. Evidence of correct swaging process was found on the needle and the suture.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.